Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 600cc mentor memorygel breast implant (left) and a 650cc mentor memorygel breast implant (right) experienced bilateral malposition accompanied by pain post procedure. The implants were stated to be upside down. As a result, bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed on (B)(6)2019. See 1645337-2020-00312 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: the account reported that the patient experienced breast pain and device migration. During visual inspection of the device no apparent damage could be observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).